Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was using a meniscal cinch (lot: 401294, line 196912). He advanced the first implant through the meniscus however, when he removed the needle, the suture pulled out with it; leaving the implant completely outside of the capsule. The surgeon left this implant in the patient and completed the case with a second meniscal cinch of a different lot number. No patient injury, the device was discarded. Additional information obtained 7/5/2017: procedure was an acl reconstruction with a meniscal repair.